Manufacturer narrative:
The hill-rom technician found the wheel had detached from the base. The service manual for the golvo 8000 lift (3en400404-6), section 6 states the following should be inspected at least annually: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician attached the wheel back onto the base of the lift to resolve. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the wheel came out of the lower base. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).